Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that he needed to reseat the power switch cables and connections. After doing so, the fsr performed the operational verification procedure and the device operated to manufacturer specifications.

Event description:
The customer reported that their vela ventilator displayed a "vent inop" alarm condition that they could not resolve. The customer reported that this occurred prior to patient use and that there was no patient involvement.